Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue was determined to be from high settings. To resolve the issue hcp replaced device and lead. It was unknown if the issue was resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that when they go to a program it stimulates to their leg and feet. It has been like that for a couple weeks. The issue started after they increased the stimulation. They just received a new communicator and are trying to connect to stimulator. Walked caller through pairing devices. On the call the patient got a message that the internal battery was low and to contact the clinician. Patient said the doctor told them the battery would last for ten years. Agent asked patient if they have their amplitude at a higher setting. Patient said it was at 5.7 something. The patient was redirected to their healthcare provider to further address the issue.